Manufacturer narrative:
(B)(4) the reported set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. All set screws were able to be tightened normally and properly secured test leads.

Event description:
It was reported that during the implant procedure, the rv lead was unable to properly connect to the device header. Loss of capture and high, out of range pacing lead impedance were also noted with the device. The lead was tested to be normal through psa. The device was not used, and a different one was implanted instead.